Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the needle got stuck in skin after insertion on (B)(6) 2025. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-15381), was submitted on 28-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 22-may-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013298 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013298 was manufactured according to the work instruction (wi) version 21 and packaging in the multivac 14, on 22/may/2025, with a total of (B)(4) units. The sub-assembly, cannula the lot 5e01932 was manufactured according to the (wi) version 17 cannula in the machine ls04, on 19/may/2025, with a total of (B)(4) units. The sub-assembly, cannula the lot 5b01554 was manufactured according to the (wi) version 16 cannula in the machine ls05, on 12/feb/2025, with a total of (B)(4) units. The sub-assembly, cannula the lot 5e01909 was manufactured according to the (wi) version 17 cannula in the machine ls05, on 17/may/2025, with a total of (B)(4) units. The sub-assembly, cannula the lot 5b05228 was manufactured according to the (wi) version 17 cannula in the machine ls05, on 01/mar/2025, with a total of (B)(4) units. The sub-assembly, gluing tubing the lot 5b01545 was manufactured according to the (wi) version 17 in the gluing tubing in the lc01, on 28/feb/2025, with a total of (B)(4) units. The sub-assembly, gluing tubing the lot 5e01955 was manufactured according to the (wi) version 68 in the gluing tubing in the sc05 and sc06, on 20/may/2025, with a total of (B)(4) units. The sub-assembly, gluing tubing the lot 4l03992 was manufactured according to the (wi) version 65 in the gluing tubing in the sc05, on 21/nov/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.